Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on investigation, the alleged display issue was not duplicated in the evaluation. The pump powered up to a clear and legible verify screen with auditory and vibratory features. Unrelated to the complaint, the pump emitted a language file corruption related call service alarm on powering up. The investigation was unable to clear the alarm with pump reboot and the remaining testing could not be completed. Investigation determined that the file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).